Manufacturer narrative:
D10 concomitant products: lf2019, exact dissector lf2019 ligasure 21cm (lot#:51830097). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sealing procedure, two devices' jaw tip had exposed bare metal wire. It was not noted that the device was not used laparoscopically. There was no patient injury. Medtronic's initial evaluation of the incident device found that the overmold at the tip of the first device¿s jaws was damaged and visual inspection showed that the insulation was chipped off. The second device¿s visual inspection found the tooth of the blade safety was broken. There was evidence of use on the device. The broken piece was not returned.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the overmold at the tip of the jaws was damaged. Troubleshooting did not observe a broken wire. The device's jaw opening and closing mechanism was functioning properly. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was plugged in and detected by both generators. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No electrical or wiring issues were found. It was reported that the wire was exposed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: chipped amodel. The product analysis noted evidence that the device was not used as intended. The overmold at the tip of the jaw was broken, consistent with the failure mode cause by off label use. Possible excessive torque applied on the jaws, inadvertently grasping onto a hard object, or dropping of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals or damage to the instrument can occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.